Manufacturer narrative:
The reported field event of an inability to program the device was confirmed in the laboratory. Upon receipt, the atrial channel was configured in the field as plugged. This prevented any programmed pacing modes that utilize the atrial channel. When the atrial channel was reprogrammed to bipolar, the device was able to be programmed to a different pacing mode. The device was tested on the bench and no anomalies were found. The programmer session record from the attempted implant could not be obtained, therefore it is unknown if the atrial channel was programmed to plugged prior to the attempted implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the device was unable to be programmed. A software error was suspected. The device was not implanted and was replaced. The patient was stable.